Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly resulting in the customer experiencing an elevated blood glucose (bg) level displayed as 545 mg/dl. Reportedly, the customer administered a correction injection to address bg. Customer resumed insulin delivery successfully.